Event description:
Edwards received notification of a pascal in tricuspid position where upon reviewing post-procedural images (discharge tte), it was discovered that one of the 2 implants placed anterior-septal were hypermobile. Additional info received stated there was an slda on post procedure echo and site reported pre-implant tee was torrential tr (tricuspid regurgitation) grade. Core lab screening echo was severe tr grade. Site reported post implant tte was moderate tr grade. Grade of tr when the slda happened stated that the tr was worsening.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label. H3 other text: not returned-implanted.

Manufacturer narrative:
The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed per imaging review. The presence of an slda as described in the complaint event was unable to be confirmed through imaging evaluation as leaflet insertion could not be visualized on the post procedure images provided. Contributing factors to the potential slda are imaging issues (inaccurate view planes, no leaflet grasping clip recorded, and device or catheter shadow) based on review of the intra-procedural images provided. In addition, a DHR review was completed and no nonconformances related to the complaint event were identified.